Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3758 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that they inserted the powerglide and when they pulled it out because they could not advance the reinforced tip was no longer attached to the customer. They did an x-ray and could not locate the tip. There was no reported patient harm.